Event description:
On (B)(6) 2016, information was received from a company representative regarding a male patient who was receiving baclofen (dose, concentration and lot number unknown) via an implantable pump for intractable spasticity. On unknown dates, the patient had multiple revisions with an older catheter model. As of (B)(6) 2016, the patient was receiving effective therapy. Patient symptoms were not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.